Event description:
It was reported that during follow-up, increased capture threshold was observed. Dislodgement was observed via x-ray. The lead was repositioned successfully. Patient condition was good during and after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.